Event description:
It was reported to boston scientific corporation that an injection gold probe was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2019. According to the complainant, during the procedure, while advancing the device in the scope, the distal tip of the device reportedly detached. The distal tip did not fall into the patient. The procedure was completed with another injection gold probe. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device problem code 2907 captures the reportable event of the tip of the gold probe detached. Block h10: investigation results an injection gold probe was received by boston scientific. Analysis of the returned device revealed that the catheter was kinked in several locations. Additionally, the tip was detached. The detached gold tip was received for analysis. Lastly, the needle was received exposed from the catheter and was also noted to be bent. No other issues were noted. As per complaint information, the issue occurred during procedure. It is most likely that procedural or anatomical factors encountered during procedure could have affected the device performance and its integrity. Handling and manipulation of the device during its use, patient anatomy and customer maneuvering of the device to reach the intended location could have contributed with the encountered damages. Based on the information available and the analysis performed, the most probable cause is adverse event related to procedure, since the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an injection gold probe was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, while advancing the device in the scope, the distal tip of the device reportedly detached. The distal tip did not fall into the patient. The procedure was completed with another injection gold probe. There were no patient complications reported as a result of this event.